Event description:
It was reported that after initiating ECMO (extracorporeal membrane oxygenation) the perfusionist observed leakage from the gas exhaust port of the device. The full system was changed out. (B)(4).

Manufacturer narrative:
(B)(4). Maquet provides product failure investigation, analysis and resolution for the device described in this report. Maquet (B)(4) is aware of similar complaints. The devices displayed a similar malfunction which were tested and evaluated under an optical microscope. Delamination of some gas fibers was observed which allowed for the priming solution or blood to flow inside the gap between the gas fibers and polyurethane. Gravity then allowed for passage to the gas exiting path along the housing. The most probable root-cause is the delamination of the hollow gas fibers from the polyurethane potting area. A review of the qc process confirms that 100% functional inspections for leakage is performed during productions. Maquet cardiopulmonary ag has initiated an internal process (CAPA-(B)(4)) to address the appropriate corrective and preventative action. A supplemental medwatch will be submitted if additional info becomes available.